Manufacturer narrative:
Correction: b5: in earlier report, the following should have been submitted: related manufacturer reference number: 3006705815-2020-32201 it was reported that a cerebrospinal fluid (csf) leak occurred during an implant surgery on 7 october 2020 and the surgery was abandoned. A blood patch procedure was performed, caffeine was administered, and patient was instructed to remain on patient¿s back for one hour to address the issue. The patient was normal afterwards.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32201. It was reported that a cerebrospinal fluid (csf) leak occurred during an implant surgery and the surgery was abandoned. A blood patch procedure was performed to address the issue and the patient was normal afterwards.